Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: pfs and medical records received. Pfs alleges pain, limited mobility, and metallosis. After review of the medical records it indicated a loose stem and poly wear of the liner facing anteriorly with impingement. The stem and liner are being reported. In addition to what were previously alleged, ppf alleges fracture bone, fracture component and elevated metal ions. Head has been added to the complaint since this was revised. Medical records in (B)(4) specified that there was a small cracked on the femur. Added revision hospital. Updated patient initial. Doi: (B)(6) 2007 (stem); doi: (B)(6) 2011 (head/liner); dor: (B)(6) 2012.